Event description:
A 4 x 19 monorail balloon expandable stent was deployed in peroneal artery. When pulled back, balloon broke in half, required deployment of another stent to strap the balloon. Ref MFR #2134265-2016-12238.